Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case was chipped and cracked. The bottom case had seal damage. Cracked right plunger case. Left plunger case flippers sticking. Customers reported issue was not duplicated during multiple flow and occlusion test. After checking alarm history noticed the clutch was released during an infusion causing the check clutch error. Unable to determine on super cap post error, the pump had a low-profile black panasonic super cap. The root cause of the reported issues was determined to have been caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Actions taken to mitigate the reported issue: replaced main board as a preventative measure for the super cap error in history, also as a preventative measure replaced clutch half's left and right with leadscrew and spring for the check clutch in history, parts were over 4 years old.

Event description:
It was reported that super cap issue and check clutch plunger error event occurred. No patient injury reported.